Manufacturer narrative:
A steris service technician inspected the table and found it to be operating properly; no issues were noted. The technician tested the table thru all various functions and positions and no issues were noted. As the technician was testing the table no error codes were displayed on the hand control. The technician found no issues on the base of the table and observed no hydraulic leaks, all electrical connections were tightly seated and in place. The technician further inspected the table and found that the hand control was displaying one green bar on the charge indicator. The technician advised the facility's biomed to leave the batteries to charge for the weekend. The technician returned to the user facility and ran additional diagnostics and confirmed the table to be operational. A few days following the technician's last visit the user facility reported the same issue. As a precaution the technician replaced the trend cylinder. At the customer's request the technician replaced the brackets to the shroud as they were bent. The technician verified proper operation and returned the table to service. Per discussion with the steris account manager the table was not centered when the user facility was commanding the table to level/reverse-trend (table/patient was already in trend positioning when table failed to respond). The operator manual states (pp.1-3), "with patient in normal or reverse orientation, table in trendelenburg and slide at head limit, center tabletop before attempting to raise table to level or move into reverse trendelenburg." The account manager will offer in-service on the proper use and operation of the surgical table. The table is not under steris service contract and is serviced and maintained by the user facility.

Event description:
The user facility reported that during a patient procedure, the table would not move to trend position when commanded to do so. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
The steris account manager performed in-service training on the proper use and operation of the table.